Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports that a syringe of juvéderm® voluma¿ with lidocaine broke during the treatment of sagging, when performing the technique of md coldes (ck1). Pre-treatment noted as dermomax. Ice provided as post-treatment. Initial use of the syringe with use of the provided needle. It was mentioned that symptoms occurred at the injection site and were resolved "with another needle." It was later confirmed no injuries occurred.